Event description:
Boston scientific received information that this patient implanted with this lead developed endocarditis and this lead was ultimately explanted. There were no allegations towards this lead.